Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they removed sensor and electrode was not in position properly. Customer's blood glucose value was unknown. The customer was not assisted with troubleshooting. Customer report that transmitter does not blink when attached to newly inserted sensor and transmitter blinks green when removed from charger and when test plug inserted. The device will not be return for analysis.